Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article: lee, y.-s. Et al (2009) comparison of the efficacy of hook plate versus tension band wire in the treatment of unstable fractures of the distal clavicle. International orthopaedics 33:1401-1405. Between 2000 and 2007, adults who had unstable fractures of the distal clavicle were surgically treated at an orthopaedic institution through internal fixation with either an ao hook plate (hp) or tension band wire (tbw). The study consisted of 52 patients with an average age of 40.5 years (range 18-70). Patients were divided into two groups based on the method of treatment. The hp group included 32 patients (14 female, 18 male) with an average age of 43.4 years. In the hp group, all the fractures healed in six months however a (B)(6) female patient experienced loosening of the screws four weeks after surgery. This report is for unknown screws. A copy of the journal article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).